Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, 20 retained samples were draw-tested and all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 24 bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were under filled. There was no report of patient or patient impact. The following information was provided by the initial reporter, translated from dutch to english: the below type of collection tube with corresponding lot number does not fill enough.

Event description:
It was reported that during use with 24 bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were under filled. There was no report of patient or patient impact. The following information was provided by the initial reporter, translated from dutch to english: the below type of collection tube with corresponding lot number does not fill enough.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.